Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported a buzzing near the pacemaker pocket. The following physician¿s office confirmed that the patient had reported extra stimulation at the superior aspect of the pocket on occasion. Left ventricular (lv) lead polarity was changed from unipolar to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.